Event description:
It was reported the right ventricular (rv) lead had been having warnings. The rv lead had also had a polarity switch to unipolar. The unipolar impedance was higher than the bipolar impedance. Also, the patient is completely dependant in the ventricle and yet there were ventricular sense markers noted in the histogram. The filter was turned off and the rv lead pacing polarity was changed back to bipolar. The rv lead remains in use until a lead revision can be scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The rv lead was later removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the 4024 lead was returned, analyzed and no anomalies were found. There were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned. A proximal portion was received measuring 6.5 cm.